Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed in intraoral region #12 it was verified its non- osseointegration. Immediate load was not executed. The patient presented insufficient bone quality/quantity (bone type ii) and bone graft was not executed.